Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, displacement accuracy test and rewind test. Device passed delivery accuracy test at 0.08760 inches. Device programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No over delivery bolus anomaly noted. The test transmitter communicated properly to the pump. No high predict alarm or low predict alarm anomaly noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer believes the pump is over delivering. The customer was at 129 mg/dl at the time of the call. The customer used soda to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was sick about a month ago and their levels went up to 399 mg/dl and was giving extra insulin but did not go too low. The insulin pump will be returned for analysis.